Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that the lower liquid crystal display (lcd) screen on an 840 ventilator was displaying black horizontal lines. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the lcd displays and if the symptoms follow to replace the display. The customer reported that swapping the lcd panels solved the issue. Covidien was not authorized to repair the device.